Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "gas loss" alarm had been happening for over an hour. The customer could resume pumping but within 1-2 minutes the alarm would happen again. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They had ordered a chest film for placement location. There was no blood or visible kink in the helium tubing. The getinge representative offered troubleshooting suggestions as if the iab were placed via femoral artery. They were unsuccessful in resolving the alarm. The iab status bar did not fill fully, and the iab pressure waveform looked rounded, indicating a likely kink in the catheter. The ICU nurse practitioner was contacted and spoke with the physician about further steps. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).